Manufacturer narrative:
Concomitant medical product: 694965 lead, implanted: (B)(6) 2007. Product event summary: the full lead was returned and analyzed. Analysis permitted from legal counsel. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was further reported there was an allegation by the family related to the device system related to the patient death. The patient is reported to have had a long history of arrhythmias and arrhythmic storms. The date of death and cause of death are not known. No allegation has been received from the physician or facility and it is unknown if the device was interrogated after the patient¿s death. An additional lead, a right atrial lead, was returned, analyzed and tested out of specification.